Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that three variax 2 locking pegs would not lock into the plate. Tried to take out and replace with screws but they would just spin and were unable to be taken out.